Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: model: a28-28/c95, infrarenal aortic extension, lot: 1026589-005, rel. Date: 03/28/2013, exp. Date: 01/31/2016.

Event description:
It was reported that the patient had a procedure on (B)(6) 2013 with a bifurcated and an infrarenal aortic extension. Upon follow up, a slight aaa sac expansion was investigated via angiogram. At the time of the procedure there was no identifiable leak however, the physician felt it best to re-line the device with a bifurcated adn suprarenal aortic extension, and extend one of the limbs. The patient is in good condition post procedure.